Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was unable to be irrigated from the irrigation lumen.

Manufacturer narrative:
The reported event was confirmed. Per evaluation of the device, it was noted that the irrigation eye was not present. A hole was cut at the end of the irrigation lumen and the device was able to irrigate. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the device is intended for single use only and is not reusable (1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics (2) lubricate the distal end of the catheter with water-soluble lubricant (3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. As to double-balloon catheter, infuse through the valve printed bladder for balloon inflation. After the prostatic balloon part of the device enters the prostate, using a needleless syringe, infused the specified volume of sterile water through the valve printed prostate to inflate the balloon (4) pull catheter to seat the balloon at the level of the bladder neck and secure placement (5) to deflate balloon and remove catheter, insert a luer tip (needle-less) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation withdraw the catheter while confirming that no resistance is encountered."

Event description:
It was reported that the catheter was unable to be irrigated from the irrigation lumen.

Manufacturer narrative:
The reported event was confirmed. Per evaluation of the device, it was noted that the irrigation eye was not present. A hole was cut at the end of the irrigation lumen and the device was able to irrigate. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the device is intended for single use only and is not reusable. (1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (2) lubricate the distal end of the catheter with water-soluble lubricant (3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. As to double-balloon catheter, infuse through the valve printed bladder for balloon inflation. After the prostatic balloon part of the device enters the prostate, using a needleless syringe, infused the specified volume of sterile water through the valve printed prostate to inflate the balloon. (4) pull catheter to seat the balloon at the level of the bladder neck and secure placement. (5) to deflate balloon and remove catheter, insert a luer tip (needle-less) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation withdraw the catheter while confirming that no resistance is encountered."

Event description:
It was reported that the catheter was unable to be irrigated from the irrigation lumen.